Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that ventilator was alarming high peak inspiratory pressure (pip) and transducer fault. The events log also included transducer fault occurred. There was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was confirmed but unable to be duplicated in a laboratory setting. The solenoids are slow to respond. This issue will be internally investigated within vyaire.